Event description:
The ablation catheter failed to display the tissue proximity indication information (tpi). The catheter was removed from the patient and replaced with no reported complications or harm. Site reported event directly to vendor rep. Manufacturer response for ablation catheter, 8.5 fr varipulse bi-directional catheter (per site reporter).